Manufacturer narrative:
Product evaluation has been completed. One ez-28v delivery device was returned in a plastic bag with the tip bent. The original packaging was not returned. The lot number cannot be determined. The lens was in the loading deck area of the delivery device. Visual inspection found that the lens was not positioned correctly, as it was off to one side under the opened drawer. One lens haptic was bent. There was very little dried solution visible in the loading deck and none in the tip. Functional testing cannot be performed due to the damage. There are no open non-conformances or capas for this complaint type. As the lot number is unknown, additional review of the device history record cannot be performed. There were no other complaints for ez-28v received for this reason in the previous 14 months. The event appears to be an isolated incident, with no trend observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Bausch + lomb will continue to monitor for similar events or trends. The product evaluation could not verify any failure mode. The ez-28v inserter used is not validated for use with the mi60lp lens. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted when additional information is available.

Event description:
It was reported that the intraocular lens (iol) was adjusted into the capsule position of the right eye, it became apparent that the posterior capsule was opened and that there was a vitreous prolapse anterior to the lens. The lens was unable to be positioned due to the posterior capsule being open. The surgeon had to do a vitrectomy. The lens was removed intraoperatively and replaced with another iol model of a different diopter. The incision was enlarged, and sutures were required. Though requested, no additional information has been received.